Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative confirmed the reported complaint. The suction hose was repositioned and the unit was returned to service.

Event description:
A ge healthcare service representative noted, during servicing of a unit, that the suction tubing had become pinched. The unit could not suction. There was no report of patient involvement.